Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device was received and visually inspected. Visual observations revealed no anomalies on the device. When the trigger was actuated, the jaws open and close as intended. A sample rubber strip was placed between the jaws and when the trigger was actuated, the jaws bite on the test strip without any gaps. The device was functionally tested with an eiii needle several times and it performs as intended. This procedure was repeated approximately 15 times to ensure continuity of function and no anomalies were noted. The reported condition could not be confirmed. We cannot discern a root cause for the user to have experienced this issue. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that he spring on the customer's expressew iii without hook broke during a rotator cuff repair surgical procedure. The sales rep stated that the device broke outside of the patient. The case was completed with another like device. There were no patient consequences or delays. The sales rep was not present during the case and could not provide any more details. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed.